Event description:
A customer reported to beckman coulter, inc. (Bec) that an erroneously elevated troponin (accutni) result, above the acute myocardial infarction threshold, was generated by access 2 immunoassay system for one patient. The result was reported out of the laboratory, but did not match the clinical presentation of the patient. A cardiologist was consulted. Repeat testing on an alternate access 2 immunoassay system (serial number (B)(4)) produced a similarly elevated result, but an alternate methodology produced a normal result. Note: the event on the alternate access 2 immunoassay system is reported in separate report #2122870-2011-04902. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was lithium heparin plasma. The centrifugation information have not been supplied to date. The customer reported qc was performing within the established limits on the date of the event. A system check performed by the customer on (B)(6) 2011 passed within the instrument specifications. The customer suspects an interferent may be present in the patient sample, and sent the patient samples for bec customer product line support (cpls) for further investigation. The results of the cpls investigative testing have not been made available to date. Service has not been dispatched for this event. A definitive root cause for this event cannot be determined at the present time without the cpls investigative testing results.